Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient went to the hospital and was treated with insulin via injection. The blood glucose results at the hospital were not provided. The patient was at the hospital for 7 hours. No further information was provided.